Event description:
Additional information was received from a clinical review. While on the impella support the purge solution consisted of d5w with sodium bicarbonate. Device performance remained within the expected range for the support level with reported flow at 3.3 l/min on p-4. Pump support was withdrawn after over 18 days of support, this was a use well beyond the pump indication for use. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the underlying and reported coronary artery disease, bypass surgery, repeated need for chest re-opening with bleeding, neurological status, cardiac arrest with compressions, and infectious condition.

Manufacturer narrative:
B5: additional event description added.

Manufacturer narrative:
Corrected data. D1 and d4 serial/UDI updated/corrected. The investigation is still ongoing.

Event description:
An 83-year-old male patient was admitted for coronary artery bypass grafting and elective placement of impella 5.5. Initially, the pump required repositioning via echo guidance. He was diagnosed with pneumonia post operatively as well as a gi bleed. Unfortunately, he arrested on (B)(6) 2025 requiring CPR which caused chest bleeding, requiring the chest to be re-opened with repair of CPR-induced chest bleed. Post cardiac arrest, the patient was hypotensive requiring additional vasopressors. Due to increasing creatinine, he was started on continuous renal replacement therapy. The patient required tracheostomy due to inability to wean from ventilator. His neuro status was poor at that point. Impella placement signal showed low alarms and did not correlate with his arterial blood pressure. Despite the patients improved cardiac status, his neuro status did not improve and care was withdrawn on (B)(6) 2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.